Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported that the patient had a 52mm adm cup put in and a 54mm adm insert and -2.5mm biolox was opened and assembled, then put on stem. The patient was closed and sent to recovery. The next morning while reassembling instruments trays, the sales rep noticed that we had trialed a 54 adm insert. Went upstairs checked implant cart and usage sheet to verify. Notified the surgeon that the patient had a 54mm insert in, not a 52mm insert. The surgeon took the patient back to o.r. To implant 52mm insert and in doing so had to change femoral head also.

Manufacturer narrative:
An event regarding user error involving an adm liner was reported. The event was not confirmed. Method & results: -device evaluation and results: could not be performed as devices were not returned for evaluation. -medical records received and evaluation: there were no medical records provided for review by a clinical consultant. -device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusions: the event could not be confirmed based on the information provided. It was reported that the cause of the event was due to the incorrect sized liner being implanted. No further investigation is possible at this time as the device was not returned for evaluation. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
It was reported that the patient had a 52mm adm cup put in and a 54mm adm insert and -2.5mm biolox was opened and assembled, then put on stem. The patient was closed and sent to recovery. The next morning while reassembling instruments trays, the sales rep noticed that we had trialed a 54 adm insert. Went upstairs checked implant cart and usage sheet to verify. Notified the surgeon that the patient had a 54mm insert in, not a 52mm insert. The surgeon took the patient back to o.r. To implant 52mm insert and in doing so had to change femoral head also.